Event description:
Device was used during a hernia repair procedure. The device jammed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(2); staples in the track, yes(5) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to two staples jammed in the nose. The instrument was received with two staples jammed in the nose. The staples were removed and the device fired the remaining 5 staples well formed. No conclusion could be reached as to how the staples had become jammed in the nose.